Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was exposed decubitus of the generator. The device, atrial lead, and right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient underwent antibiotic therapy and a new implantable cardioverter defibrillator (ICD) system was implanted eight days later.